Event description:
Medtronic received information that during use of a penditure, it was reported that the clip was migrating and slipping at the base end. The customer removed the clip. The left appendage was left without a clip. They did not end up using another clip on this patient. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer did not use the sizer to confirm the clip size.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The clip dimensions were measured to be as follows. Clip length was measured to be 2.00, the specification is 1.98 +/- .04 inches. The jaw teeth height was measured to be 0.021 and 0.021 inches, the specification is 0.020 +/- 0.003 inches. The clamp force was measured to be 2.022 lbs., the specification is 1.9 +/- 0.6 lbs. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.